Event description:
Reportedly, the subject pacemaker was found in nominal mode on (B)(6) 2017. It was reported that a message stating to re-interrogate the pacemaker was displayed on the programmer screen. The device memory was found empty and no follow-up data were displayed in the parameter screen. Preliminary analysis results showed that the pacemaker switched in standby mode due to a temporary decrease in the battery voltage.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject pacemaker was found in nominal mode on (B)(6) 2017. It was reported that a message stating to re-interrogate the pacemaker was displayed on the programmer screen. The device memory was found empty and no follow-up data were displayed in the parameter screen. Preliminary analysis results showed that the pacemaker switched in standby mode due to a temporary decrease in the battery voltage.